Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. The reported issue (leak) was confirmed during testing. The device was not watertight due to the elevator channel plug nut being loose and a pinhole in the channel tube. In addition, the up/down angulation knob could not be locked securely due to wear on the forceps elevator lever, the scope body was scratched, the scope cover was discolored, and there was a scratch on the distal end due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a leak from the channel of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there was a gap between the acoustic lens and ultrasonic probe, however, the cause of the gap could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "caution ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.